Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The sensor was inserted into the abdomen. The patient stated the transmitter got caught on a door jamb which resulted in the sensor ripping off the patient¿s skin. The patient stated their skin was cut and was bleeding, so they went to the emergency room (ER). It was indicated that the patient received stitches to close the cut. At the time of contact, the patient was recovering. No additional patient or event information is available.